Event description:
It was reported that cartridge on insulin pump randomly popped out and stopped insulin deliveries. There was no reported impact to the customer¿s blood glucose level. Customer reverted to an alternative method of insulin therapy.